Event description:
A pt having cardiac arrest underwent an emergency surgical procedure after aortic dissection. When performing a valved composite graft, graft was turned inside out and collagen peeled off from the graft. The pt did not survive this emergency procedure.